Event description:
The reporter stated the device was in use for 3 days when it was removed from use. Upon removal, the cannula was observed missing and believed to be potentially left in the user's leg. The doctor called and had instructed the user to keep and eye on the site on leg. No permanent adverse effects were reported. The reporter has been requested to provide an update, should new information become available.

Manufacturer narrative:
Manufacturer completed the entire form. Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.